Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their levels have been 41mg/dl, have gone as high as 479mg/dl, and back down to 35mg/dl. The customer's blood glucose level at the time of incident was 439mg/dl. The customer's most current level was 85mg/dl. Troubleshot was conducted. The customer did not conduct high pressure testing or check for the presence of air bubbles or bent cannulas. The customer requested a continuation of therapy pump. The customer was advised the pump would be replaced and returned for analysis.